Event description:
It was reported that the arctic sun device error code 80 (non-recoverable system error). Per additional information received on 16feb2023, device would be sent to crs medical for repair. Patient was involved but therapy could be finished. There was no negative impact. Repairs have not been completed yet per sample evaluation result received on 06apr2023, no water filling was possible, circulation pump has been found to build no pressure as it has been too weak to work properly. Mixing pump has been found to be the same. Fill tube very dirty.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. The arctic sun 5000 was evaluated upon receipt. The circulation pump has been found to build no pressure as it has been too weak to work properly. The circulation pump was replaced. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The device did not meet specifications and the product was influenced by the reported failure. The device was not used on a patient. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that the arctic sun device error code 80 (non-recoverable system error). Per additional information received on (B)(6) 2023, device would be sent to crs medical for repair. Patient was involved, but therapy could be finished. There was no negative impact. Repairs have not been completed yet. Per sample evaluation result received on 06 apr 2023, no water filling was possible. Circulation pump has been found to build no pressure as it has been too weak to work properly. Mixing pump has been found to be the same. Fill tube very dirty.